Event description:
It was reported the camera head exhibited a fuzzy image. There was no patient involvement reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted for correction to the previously submitted investigation results. Updated fields: g3, h2. Corrected fields: d8 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: "blurry fuzzy image" due to stain.

Event description:
It was reported the camera head exhibited a fuzzy image. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found no new reportable findings. A probable root cause cannot be identified. A device history record of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head exhibited a fuzzy image. There was no patient involvement reported.